Event description:
It was reported that the customer accidently put the pump into storage mode. Reportedly, the pump was turned back on and the customer resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.